Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, she experienced high blood glucose of 500 mg/dl. Customer also reported, she received multiple no delivery alarms. Customer stated, she changed the infusion set and reservoir and insulin was not exiting the tubing at manual prime. She did a complete set change again and the alarm was resolved. Nothing further reported.